Event description:
The customer reported that the system locked up. A reboot cleared the problem.

Manufacturer narrative:
(B) (4). The ge service rep powered the system up without any errors. He checked isolation transformer, the 5vdc at ffb were 5.02vdc gib bat were 2.95vdc, checked the power plug ground connector were pinching insulation. The rep installed the ffb pcb, reloaded files. The system operates as intended. (B) (4)